Manufacturer narrative:
(B)(4). Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, plastic bit had come undone around reservoir compartment. Reservoir came out from pump without she noticed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.